Event description:
Nephrectomy - "too much/strong suction has led to tear off 2 surrenal veins during nephrectomy for an intrafamilial transplant with a consequence on the hospital stay length / and a risk on the renal vein during the procedure."

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.